Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the remb handswitch was missing the retaining band. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the remb handswitch was missing the retaining band. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation.